Manufacturer narrative:
An event of device deformation was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture design or labeling.

Event description:
It was reported that a 30mm amplatzer multi-fenestrated septal occluder - cribriform was selected for implant on (B)(6) 2024 using a 9f amplatzer trevisio intravascular delivery system. During implant one of the discs took on a curved shape. The device was re-loaded and re-deployed; however, the shape of the disc remained the same. The device was not released from the delivery cable. The device was removed from the patient. The device was released into saline and it was noted both discs took on a dome shape. A new 30mm amplatzer multi-fenestrated septal occluder - cribriform was implanted. There were no interactions with cardiac structures. There were no angulations or kinks noted on the delivery system. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays in the procedure. There were no adverse effects to the patient. The patient status was stable.